Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. The sections that are missing, possibly for pathology testing, measure to an approximate average of 1-3mm at the free margin by 1cm into the cusp area. Calcification is moderate in the cusp area of leaflet 3 and minimal in the cusp area of leaflet 1 and 2. The free margin of leaflet 1 exhibits heavy calcification, and moderate to heavy in the free margins of leaflets 2 and 3. Calcification most likely restricted mobility in the leaflets and led to stenosis. Minimal host tissue is detected onto the tissue at both aspects. It encroached onto the tissue and into the orifice at the greatest distance of 2-3mm. Host tissue overgrowth is moderate at the stent inflow. The x-ray demonstrates calcification.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Per the clinic, the patient was explanted due to migration of the electrode into the hypotympanum. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 57.1 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. Calcification was also noted.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.